Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation of the implantable defibrillator, noise that was inhibiting pacing was observed. Oversensing myopotentials was suspected as the cause of the inhibited pacing. Recent remote transmissions had recorded episodes of non-sustained right ventricular oversensing. The device was reprogrammed.